Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded, and the device shows 46510 error. Functional testing found the dso sensor was defective in addition to a problem with the printed wire assembly (pwa). The dso seal, dso sensor, and pwa were all reaplaced.

Event description:
It was reported that the occlusion was too low. There was unknown patient involvement.